Event description:
The catheter broke in (B)(6) 2010. The migrated piece was removed.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr of lot #hutk1579 showed no other similar product complaint(s) from this lot number.